Event description:
The customer reported during clinical use of the system, the pt couch continued to translate into the system after the operator released the translate button. The table continued to travel into the pet gantry after the operator released the translate button. A system estop was triggered and the table turned off by itself. The pt was able to be manually extracted from the system in a controlled manner. This resulted in the customer rescheduling the pt¿s exam which will result in a CT rescan and reinjection of the pt. With uncommanded motion, there is potential of pinching/ entrapment and possible removal of patient¿s medical tubing (i.e. Ventilator tubing, IV tubing, etc.) As result of this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).